Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular leads exhibited high impedance and low impedance after a polarity switch. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.